Event description:
It was reported that device entrapment occurred. The nc emerge balloon catheter experienced entrapment onto the guidewire during the balloon catheter withdraw resulting in the guidewire being removed from the lesion with the nc emerge balloon catheter. No patient harm resulted in relation to this event.